Event description:
Oxygen concentrator caught fire. On 6/2/2022 (B)(6) hospice was notified that our patient called 911 and was sent to the hospital due to his oxygen concentrator catching fire. Per the hospital the patient reported he was not smoking the patient was treated for smoke inhalation. No physical burns were reported by the staff. On (B)(6) 2022 the patient was sent to another facility while his apartment was being assessed for damage and cleaned up for his return home. Dme provider (B)(6) was notified on 6/3/2022 but were denied access to the apartment for assessment of the equipment by the apartment complex. On 6/6/2022 dme supervisor went to the apartment and noted the concentrator in question that caught fire was sitting outside the door. The supervisor also reported there were cigarette butts around the door. He provided pictures of the equipment and also stated he doesn't not believe this was an electrical cause or malfunction of the device. Clinical information from hospital stay on 6/2/2022 requested and awaiting fax. The patient was sent back home on (B)(6) 2022 and no issues reported by hospice staff on his arrival back home. FDA safety report ID # (B)(4).